Event description:
It was reported that the device showed high impedances of >40,000 on 3.0v during intra-operative testing. It was unable to be tested. The implant and explant date were both (B)(6). There was no patient death or injury and the patient recovered without sequelae. It was further reported that everything resolved as soon as the patient stood up after the procedure. The doctor suspected that it was saline used in the procedure. The patient did well with the trial.

Manufacturer narrative:
Product ID: 355531, lot# n460129, product type: screening device. (B)(4). Method: analysis of the lead (serial # (B)(4)) found no anomaly.